Manufacturer narrative:
The customer's reported complaint of autopulse displaying user advisory 7 was confirmed during archive review but not during functional testing indicating that the error message was cleared prior to zoll receiving the device. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. Since the load cells passed the characterization testing, the probable root cause is that either the patient was not placed on the platform evenly or the patient had shifted causing uneven weight distribution on the load cell. A review of the platform archive data log was performed and user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was observed thus confirming the reported complaint. However, during functionally testing, the platform exhibited no problems or error messages. Load cell characterization test confirmed both cell modules were functioning within specification. User advisory error messages are designed into the platform when one of several conditions is detected. Ua 7 alerts the user that the patient is not correctly oriented on the autopulse or the patient has shifted or the load cells are damaged. The load cells passed the characterization testing. Therefore, the probable root cause is that either the patient was not placed on the platform evenly or the patient had shifted causing uneven weight distribution on the load cell. A visual inspection of the returned autopulse platform was performed and found the front cover was cracked and the encoder drive shaft was not rotating smoothly. The autopulse platform is a reusable device and was manufactured on 010/02/2010. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. After replacing damaged parts observed during visual inspection, a run_in test using the 95% patient test fixture (lrtf) with good known test batteries until discharged was performed and the platform exhibited no fault or error. The autopulse passed all the testing and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported on 10/9/2014 under ccr 17701 for platform displaying user advisory 7. Functional testing had showed that the platform had no issues

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that the autopulse platform (serial # (B)(4)) was used on a (B)(6) year old male patient who had suffered cardiac arrest. During active operation, the autopulse platform performed approximately 2-3 minutes compressions and displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large). The patient was realigned and the autopulse platform kept displaying "stop" error message and would not continue compressions. The use of autopulse platform was aborted and the crew reverted to manual CPR. No other information was provided.